Event description:
It was reported that the patient presented with the device in backup vvi mode after undergoing an MRI of the brain. A device download was successful in resetting the device. The device was reprogrammed to previous settings and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.